Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the reported valve was implanted to the patient with vp-shunt (the initial setting was 4). However, the size of ventricle didn¿t decrease, so imaging examinations were conducted. It was noted that there was no opening at the abdominal side and malfunction of the valve was suspected by the surgeon. The patient had mild headache. On (B)(6) 2016, the valve (the setting was 1) was removed from the patient and a chpv (82-3101) was implanted instead (the setting was unknown). It was found that there was blood invasion inside the removed valve. The patient is female and was suffered from sah. There is no further information provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.